Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a headache and nausea approximately seven days after the cgm sensor had been placed on his arm. At that time, the cgm displayed a glucose value of 100 mg/dl; however, a fingerstick measurement performed by the patient¿s mother showed a blood glucose level of 500 mg/dl. She administered insulin via his pump, but his condition and glucose levels did not stabilize. She was preparing to take him to the emergency room due to these concerns. Follow-up attempts to obtain additional information regarding the outcome of the event were documented as unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.